Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and the console was thoroughly tested on an engineering bench. The failure mode could not be reproduced by power cycling. There were no imc-kbd errors in the logs. The root cause of the controller error could not be determined because the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a controller error yellow alarm that was resolved by changing the console. The patient ultimately expired as care was withdrawn, there is not enough information to exclude the impella device as an associated factor in the patient's demise.